Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. (B)(4)

Event description:
It was reported via journal article: ¿title: dismembered and non-dismembered retroperitoneoscopic pyeloplasty for the treatment of ureteropelvic junction obstruction in children¿ authors: svetozar subotic, hagen weiss, stephen wyler, cyrill a. Rentsch, jens rassweiler, alexander bachmann, dogu teber citation: world j urol. 2013; 31: 689 695. Doi: 10.1007/s00345-012-0887-0. Ureteropelvic junction obstruction (upjo) is the most common disorder of the upper urinary tract in children. Ultrasonography still remains the primary diagnostic tool for the detection of upjo in children. The authors presented their experience and findings comparing dismembered (anderson-hynes pyeloplasty) and non-dismembered (y-v-plasty) retroperitoneoscopic pyeloplasty. A total of 41 patients (26 males and 15 females), of which, 20 patients underwent a dismembered pyeloplasty (anderson-hynes) and 21 patients underwent a non-dismembered pyeloplasty (y-v-plasty). During the procedure, a non-dismembered pyeloplasty (y-v-plasty) was performed using pds 4-0 continuous sutures. In the non-dismembered pyeloplasty group (y-v-pyeloplasty), reported complications included urinary tract infection (n-2) and urinoma (n-1) which were treated conservatively, a (B)(6) male patient with post-operative failure of y-v-pyeloplasty which was treated with an open anderson-hynes pyeloplasty. It was concluded that with the increasing improvement of the suture techniques, the laparoscopic pyeloplasty represents an alternative method with comparable success rates to the open technique.